Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.